Event description:
It was reported in 2007 stent placement and coiling of the pt's right cavernous internal carotid artery (ica) aneurysm was completed without incident. Post procedure, pt complained of headache and had right eye upward gaze palsy. The pt was treated with medication, observation and prolonged hospitalization. Pt was subsequently discharged home the following month. Ophthalmology eval stated, that the gaze palsy was due to compressive cranial neuropathies of the forth and sixth cranial nerves and will resolve over time. Update the same month stated, "vision has improved and headaches have decreased. Two months later, pt admitted to the hospital with right hemisphere stroke with aphasia, right and left facial droop and left hand numbness. Pt restarted on plavix 75 mg and asa 325 mg daily (was taking 81 mg/day). Angiogram CT scan and transesophageal echocardiography (tee) are negative for the source of the stroke, however, MRI shows subacute ischemic infarct in the right parietal lobe. The pt was discharged home the same month. Update 2007 stated, "all stroke symptoms have resolved. Angiography taken today was good with aneurysm thrombosed and no stenosis."

Manufacturer narrative:
MFR date: unk as model and lot # have not been disclosed. There were no alleged malfunctions on the part of the device.